Event description:
During the leadless pacemaker (lp) system implant procedure, the lp was fixated, however the lp fixation was not sufficient. There was increased pacing impedance was observed. The lp was explanted and the helix was found to have a blood clot. A new lp system was selected and successfully implanted. The patient was in stable condition.

Manufacturer narrative:
The device was above elective replacement indicator (eri) upon receipt. Visual inspection did not find any anomaly on the helix. Further analysis performed pli measurements which showed normal device characteristics without any anomalies contributing to reported event of high impedance. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.